Manufacturer narrative:
The insulin pump had constant motor error alarm during the rewind test due to corroded motor home switch. We were unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm. The stop current and run current measurement tests are within specification. We were unable to verify alarm in the alarm history screen due to motor error alarm. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip. The electronic assembly had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer came from having MRI and pump started alarming motor error. In addition, the pump alarmed motor position encoder error. The customer was advised the pump will be replaced, discontinue use of insulin pump and revert to back up plan. The customer's blood glucose was unknown.